Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer checked blood glucose value and it had been in the range of 500mg/dl each time. Customer¿s blood glucose value at time of incident was 550 mg/dl and current blood glucose value was 529 mg/dl and 588mg/dl. Customer treated with bolus from pump. Insulin pump will not be returned for analysis.